Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemorrhoidopexy, there were no staple pins inside the stapler unit and there was no staple formation after it was fired. The stapler still cut the tissue. The issue was corrected by using another stapler . There was unanticipated mucosa and submucosa tissue loss and tissue damage which was corrected by oversewing with prolene suture by ethicon. The damage was not irreversible. There was blood loss of 500cc or more and no transfusion was required. Surgical time extended by more than 30 minutes due to the product problem and there was an extended hospital stay as a result.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 3.5mm staples opened by the account. The visual inspection of the device had acceptable results. Visual testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The evaluation was concluded to be tested satisfactorily as the device was found to meet all visual test specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking no: (B)(4). Device was returned on 03/10/2016.